Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 95 and blood glucose was 46 mg/dl. Customer reports to calibrate eight times per day. Customer was educated on calibration techniques. After troubleshooting, customer continued to have blood glucose versus sensor glucose issues. Customer's husband inquired on another insulin pump. Caller was advised on having customer call when she was released from the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.